Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to duplicate the reported error; programmer powered up as required. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the power cord bay door was missing. The top left corner of bezel was broken and screw insert was broken. Upper display hinge was broken, power supply was noisy, the system fan was intermittently noisy, and the rubber pads on the lower case were damaged. Concomitant: product ID 229047 analyzer. (B)(4)

Event description:
It was reported an error displayed during boot up (power up). Cycling power is of no consequence. Upon cycling power a blue screen appeared with the message "ati2dvag beginning dump of physical memory". The programmer was returned for repair. No patient complications have been reported as a result of this event.